Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the reported issue was caused by a windows framework error. Reloading the mobile view station (mvs) software resolved the issue. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that while in a spinal fusion procedure, the imaging system would not boot up. It was reported that the mobile view station (mvs) computer would not boot up and displayed the error "windows parsing error...". The system was rebooted without resolution. The mvs software was reloaded and the issue was resolved. The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.